Event description:
The customer confirmed no erroneous patient results were generated at the time of the event.

Event description:
The customer reported approximately 1/8 of a teaspoon of fluid leaked from the modular chemistry (mc) syringe 3-way valve screw involving the unicel dxc 800 synchron system. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat prior to troubleshooting. The customer was instructed to stop operation of the instrument and tightened the 3-way valve screw and prime the modular chemistry. The customer confirmed there was no further fluid leak. The customer was uncertain if erroneous patient results were generated. There was no report of patient consequence or change in patient treatment associated with this event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The facility has an exposure control plan in place. The instrument was returned to normal operation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).